Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarms noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 524 mg/dl. Customer had symptom of trouble breathing, nausea and dizziness. Customer was hospitalized due to diabetic ketoacidosis. It was reported that customer had received a button error alarm the night prior to hospitalization, but since customer was stable, she was not treated. Customer continued to get a battery out limit alarm and button error alarm. Customer was still in the intensive care unit at the time of call and was not going to be released until receipt of new insulin pump. It was advised that insulin pump would be replaced.